Manufacturer narrative:
Product complaint # (B)(4). (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article entitled, "adverse local tissue reaction due to mechanically assisted crevice corrosion presenting as late instability following metal-on-polyethylene total hip arthroplasty¿ by charles p. Hannon, md, mba, et al, published by the journal of arthroplasty 35 (2020) 2666-2670, was reviewed. Mechanically assisted crevice corrosion (macc) at modular junctions can result in adverse local tissue reactions (altrs) in patients who have undergone total hip arthroplasty (tha). The purpose of this study is to investigate patients presenting with late instability following metal-on-polyethylene tha, due to underlying macc and altr. There were five complications reported in the study, occurring after the revisions to address the instability, macc and altr. Two periprosthetic infections, two peroneal nerve palsies, and one case of recurrent altr. The study indicated that the first infection involved a (B)(6) year old woman, so this can be ruled out for the depuy patient, and the recurrent altr involved a specified competitor stem and head. The remaining periprosthetic infection and two peroneal nerve palsies remain unidentified though, so an infection and a nerve injury will be reported for the depuy femoral stem and head products, as these cannot be ruled-out. The infection resulted in a two-stage implant explantation/spacer/re-implantation series of revisions. The nerve palsy resulted in a secondary procedure, a tendon transfer, to address foot drop. No specific product information was provided for the depuy products involved.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Images within the journal article have been reviewed. Nothing indicative of a product problem is identified. A root cause for the problems reported cannot be determined using the provided images. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: a device history record (mre) review, was not possible because the required lot code was not provided.